Event description:
It was reported that a versacross connect was selected for use during a watchman case. It was noted by the scrub tech that the mechanical guidewire was stuck and would not retract out from versacross dilator. The issue was noted once the mechanical guidewire came out of the dilator. No issues with the dilator were noted. The coil or either end of the coil was not able to be stretched freely. The versacross rf wire was used to complete the procedure. No other issue was noted. No patient complications were reported. The procedure was completed successfully. The device is not expected to be returned for analysis (it was disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.